Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following the implant of this device system, pacing inhibition of 10 beats was observed on the ventricular channel. Lead measurements were within acceptable limits. No further complications were observed. The pacing inhibition was thought to be a result of air bubbles. To date, no adverse patient effects were reported with this clinical observation.